Event description:
It was reported that the patients device was defective. The patient underwent an ipg explant procedure and was doing postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was defective. The patient underwent an ipg explant procedure and was doing postoperatively. No further information has been obtained despite good faith efforts. Additional information was received that no patient was involved and it was simply a company wide issue specific to port plugs.

Manufacturer narrative:
Sc-1232; sn (B)(6). The returned ipg was analyzed and revealed that it was able to fully charge in one cycle. The ipg revealed normal characteristics during the memory capture and functional testing. The port plugs were not returned with the implant. However, borescope analysis did not reveal any anomalies, and known good leads and port plugs were inserted on all four ports without issues. Impedance measurements were within normal limits. However, external visual inspection revealed that the septum of port d was damaged. This could happen as the result of repeatable attempts to engage the hex wrench to screw and unscrew the setscrew.

Event description:
It was reported that the patients device was defective. The patient underwent an ipg explant procedure and was doing postoperatively. No further information has been obtained despite good faith efforts. Additional information was received that no patient was involved and it was simply a company wide issue specific to port plugs.

Event description:
It was reported that the patients device was defective. The patient underwent an ipg explant procedure and was doing postoperatively. No further information has been obtained despite good faith efforts. Additional information was received that no patient was involved and it was simply a company wide issue specific to port plugs. Additional information was received that the device was previously implanted, however, it was subsequently confirmed that this device was not implanted and there was no impact to the patient.